Event description:
A surgeon reported that one of his colleagues had a patient that had an unexpected postoperative refractive outcome after having an intraocular lens (iol) implanted. The outcome was over 2 diopters off target. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for investigation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).